Event description:
Caller states patient tested 361 mg/dl on the advantage system while using comfort curve test strips. A lab value drawn within 10 minutes of the meter result returned as 120 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.